Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found damaged charred prongs, rattling heard inside the plug. This contributed to failure to power on. (B)(4).

Event description:
This report is to advise of an observed during analysis.

Manufacturer narrative:
Device manufacture date should have been 6/03/2013.